Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon placed the device in the patient¿s mouth. An assistant was on the other side of the trolley, loading the screws as the doctor requested them. After putting the device in, the surgeon asked the assistant to look at the placement. The footplates were placed correctly, and so was the device. The safety wires were in situ. On the morning of (B)(6) 2013, the assistant was made aware that the device had detached twice. This report is for an unknown plate, and unknown lot number. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.